Event description:
It was reported that the patient and a family member called to report hyperglycemia, with a capillary fingerstick reading ¿high,¿ occurring after a recent infusion set and supply change while using the ilet with cd 6 mm, 23-inch infusion sets; the agent confirmed there were no alerts or alarms indicating dosing had stopped and guided the patient through another supply change without abnormal findings. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, no reported emergency treatment, and continued device use after troubleshooting and education. Investigation included user interview, device use review, and troubleshooting focused on infusion set function and delivery continuity. Investigation of this case revealed no device alarms, no evidence of dosing suspension, and no observable set or supply abnormalities, so a device malfunction could not be confirmed and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.